Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) found broken wash tubing at the rinse mechanism. The fse fixed the broken tubing, ran a system wash, incubation bath exchange, cell blank, and replaced the sample probe. Successful mechanism checks and a hardware check were completed. The customer ran qc. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 3.2 mg/dl. The repeat on a different analyzer was 8.8 mg/dl. "Patient 3" initial result was 19.1 mg/dl. The repeat result on a different analyzer was 9.4 mg/dl. A new sample was obtained and the result from another unspecified instrument was 9.2 mg/dl.